Manufacturer narrative:
Service records show that this jm105, serial number: (B)(6) was delivered to the customer on (B)(6) 2024 with dates of their data readings beginning on (B)(6) 2024 as one of their data sheets shows. Several attempts were made to determine when exactly the customer noticed readings outside the standard deviation and if this was a sudden change with the meter values, if the customer was performing the light checker test and the values they were receiving, as well as the additional required data such as skin type and hours of life of the patients on the data sheet that was provided however, the customer did not respond with this information. Without further information or the meter, itself for analysis, which was also requested, an exact root cause cannot be determined at this time. The instructions for use (IFU) informs the user that the jm105 is not intended as a standalone screening device for diagnosis of hyperbilirubinemia. It should be used as a screening device with other clinical signs and laboratory measurements including tsb blood readings before determining a patient's condition or clinical treatment.

Event description:
The customer reported the readings of the jaundice meter reads outside specification, standard acceptable level of error for the drager is +/- 1.5 points 66% of the time when compared to serum bilirubin. In the lower direction may not be obvious to the user and may not prompt a blood test for verification which could lead to a delay in required treatment. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported the readings of the jaundice meter reads outside specification, standard acceptable level of error for the drager is +/- 1.5 points 66% of the time when compared to serum bilirubin. In the lower direction may not be obvious to the user and may not prompt a blood test for verification which could lead to a delay in required treatment. There was no report of adverse patient impact.